Manufacturer narrative:
Date of event: exact date unknown, event occurred a few months ago.

Event description:
It was reported that the patients ipg was not holding a charge. Database analysis was observed and revealed that the impedance measurements had high values on port a(2 contacts) and port b(1 contact). The patient underwent an ipg replacement procedure and was doing well postoperatively. The old ipg was replaced with a magnetic resonance imaging (MRI) compatible ipg. No device malfunction was suspected. The explanted ipg was not returned due to hospital policy.